Manufacturer narrative:
Follow-up # 1 - 7/10/2014 device evaluation.the lay user/patient¿s products have been returned on 4/25/2014 and evaluated by lifescan product analysis on 6/20/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
Device evaluation: the test strips have been returned and evaluated by lifescan product analysis on 5/6/2014 with the following findings: the test strips involved with this complaint were found to have control solution results outside the acceptable range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.